Event description:
Patient reported the aligners caused bleeding gums, tooth pain, headaches and gum pain. The patient seeked profession opinion and obtained a doctor's note advising them to cease treatment due to health concerns with using the byte aligners. After doing treatment with byte aligners the patient now has malocclusions on both sides, periodontal disease at their young age of 24. This is an unknown patient who reported to the FDA these issues with the aligners. MDR # mw5167408 received from an unknown pt.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.